Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: inflammatory biomarkers as predictors of systemic vs isolated pocket infection in patients undergoing transvenous lead extraction. Heart rhythm o2. 2024; 5:289¿293. Doi: 10.1016/j.hroo.2024.04.007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding systemic versus isolated pocket infection in patients undergoing transvenous lead extraction. The authors described patients with device and lead extractions that were split into groups with a systemic infection, pocket infection, or in a control group. Patients in the control group underwent extractions for lead fracture, lead perforation, unknown device malfunction, or severe chronic pain caused by the device. All patients in the infection groups had two sets of blood cultures drawn prior to extraction. In both infection groups, there were patients with positive blood cultures and sepsis. Vegetations were found in device systems in the systemic infection group. Patients in the isolated pocket infection group had symptoms of warmth, erythema, fever, erosion, drainage, swelling, and pain, and positive device and lead cultures. Patients were also treated with antibiotics along with their device and lead extractions. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.